Event description:
The customer reported having problems with the insulin pump for a couple of weeks. The customer stated that he believes the insulin pump is not delivering insulin. Reviewed the alarm history and found that there was an absence of no delivery alarm since (B)(6) 2011. Ran a fixed prime test and the insulin did not exit. The customer stated that he would like having the insulin pump replaced. Advised the customer to revert to back up plan until the replacement of the insulin pump arrives. No further info was provided.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. No conclusion can be drawn at this time. Further info will follow once the analysis has been completed.